Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: the device was received for evaluation. During functional testing, the reported problem was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be defective lcd display. The lcd display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of black lines appearing during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.